Event description:
Starting with over 75 lbs. Of weight gain, depression, hair loss, heavy bleeding and clotting, flu like symptom, body pain, back pain, pelvic pain, abdominal pain, cramping, allergic reaction to the nickel, hives, rashes, itchiness throughout the body, joint pain, fatigue, loss of energy, headaches/migraines, nausea, metal taste in mouth, dizziness, tingling sensations, numbness, weight gain, severe bloating, water retention, swelling of legs, hands and feet, leg pains, chest pain, breast pain, burning sensation throughout body, depression, suicidal thoughts, brain shocks, abnormal menses, period stops nerve pain, teeth issues, teeth have fallen or broken, heartburn, cloudiness, forgetfulness, insomnia, heart palpitations, fluttering feeling, spasms, anxiety, panic attack, constant spotting, foul smell, discharge, mood swings, bowel issues, constipation, miscarriage, boils, cystic acne, hot flashes, neck pain, spine pain, hypothyroidism, blurry vision, it all happened after essure.